Manufacturer narrative:
Device received with no button response due to corroded on keypad connector. Unable to perform any tests due to keypad unresponsive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that keypad of insulin pump was unresponsive and received stuck button alarm in the past. The customer's blood glucose level was between 100 to 110 mg/dl. It was also reported that scroll bar was not moving with no input and there was no response from button. It was reported that the insulin pump was not functional and customer did not get any respond out at all. The insulin pump will be returned for analysis.